Event description:
The system 5 dual trigger rotary was sent for svc and during performance testing at the MFR it was noted that the leaf key housing is chipped. There was no pt involvement and no adverse consequences associated with the device.